Manufacturer narrative:
The investigation for the positioning issue has been completed. Pump was not returned. Device was in ideal position and then became past av. No details on patient movement or patient condition at this time. The cause of the positioning issue was not determined due to lack of clinical details and no product returned. Corrections to the initial MFR report: added d6a/d6b. F6/f8 should have been left blank. G1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 37-year-old male was implanted with an impella cp device for left ventricle (lv) vent and coronary perfusion. It was reported that after the impella cp was started on p2, and it was difficult to keep in ideal position. After torquing impella to angle away from pap muscle the flows immediately dropped to zero. The impella cannula pulled back into aorta and appeared to have kinked. The physician tried advancing into a better position a couple more times with no success. The impella was removed and since there were no abnormal findings, the insertion of the same impella started all over again. The impella advanced and successfully inserted with no complications. There was no patient harm reported.